Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A sample evaluation was not performed due to unavailable sample. This complaint for a user error - failed to follow therapy steps was confirmed through investigation information that determined the patient reused the disposable set and/or solution bags. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check heater line alarm; which occurred on the homechoice (hc) during fill 1, the home patient (hp) revealed that they just changed the heater bag out and not the cassette. The baxter technical service representative (tsr) advised the hp to start over with new supplies. During a follow-up with the hp regarding the reported problem, it was found that the hp did continue with therapy with new supplies, and everything resumed as normal. The hp stated they have not had any further problems since that evening. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.